Event description:
It is reported that a customer experienced high blood glucose of 586 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with assisted with trouble shooting and found that the customer received a no delivery on (B)(6) 2014. The customer was sent a tubing clamp and was advised to call back to finish trouble shooting when they receive. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.